Event description:
The patient's daughter reported that they cannot get the device to charge. The implantable neurostimulator recharger (insr) shows a circle with an I and a call your doctor symbol with letters "por," for power on reset as of (B)(6) 2016. Additional information received from the daughter of the patient on (B)(6) reported that the patient was in hospice and noticed the por on date notified, and that the patient had been felling/drooling starting (B)(6) prior to date notified. The por was not due to overdischarge and therapy has stopped due to it, with no falls attributed. The only thing traumatic for the patient is moving side to side in bed, and the patient currently has c-pap-/bi-pap, a suction machine, nebulizer, electric bed, and oxygen. The caller was concerned that the strap of the CPAP goes right over their neck where the lead is and, on the sunday prior to date notified, they had to replace the cushion. Troubleshooting was performed and the por was successfully cleared with stimulation said to be on and at 75%. Once the insr was hooked up it showed 50-75% charged, and the last charge was on (B)(6) 2016, with the patient usually charging every 5-6 days. The patient was still drooling and they used the suction machine during the call. It was further noted that the patient's parkinson's was the contorting type with their legs and arms pulling to their chest, and then the dbs relaxed them with their head straightening up and them walking out of the hospital. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.